Event description:
Hill-rom received info advising the facility had a pt that had got their head stuck in the side rail. Incident occurred 2001. Facility's bio med advised no injury occurred, but facility's engineering informed hill-rom that they had to remove the rail from the bed to remove the pt's head from the rail.